Manufacturer narrative:
Qc prior to and after the event has been within the lab's established ranges. Bci hotline requested customer to check covers and be sure they are properly secured and also discussed possible causes of false low results.a clear root cause for this event has not been determined to date.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding a false low glucose (glu) result generated by the unicel® dxc 800 pro synchron® chemistry analyzer. A false low glucose (glu) result of 468mg/dl was generated which caused the instrument to perform an automatic critical rerun, which gave a result of 243 mg/dl. The sample was rerun on a different instrument, which gave a result of 471 mg/dl. The erroneous result was not reported outside of the laboratory.there was no affect to patient treatment as a result of this event.